Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette disconnected from the transfer set. It was further described as "one of their patient lines came loose and was unscrewing on the patient side of the navy-blue connection". This issue occurred during an unspecified process step of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: g1 (removed mountain home information as manufacturer is unknown; remove country and postal code), h6, h10. H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.